Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative rep and it was reported that the surgeon examined incision determined no infection. The rep reprogrammed on different electrodes on the lead. 3-5 instead of the previous 4-7. Also shortened the wavelength. Gave patient ability to adjust wavelength and rate. The cause could not be explained. Waiting to see if reprogramming helps.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since the patient was reprogrammed on (B)(6) 2020, they reported a burning pain and shocking with use of stimulation that traveled from the base of his neck, into his trapezius muscle, into his head and eyes, clavicle area and arms. The issue involved the patient's cervical lead system and ins is in right buttock. Initially the patient's underlying pain was addressed by his stimulation therapy but then the discomfort occurred and continued even with stim turned off. It wasn't until the ins depleted so that therapy is unavailable that the sensation goes away. The patient tended to use 8 or 9ma for his intensity though the patient adjusted this depending on his activity. The discomfort was new to the patient and not part of his pre-existing pain. Since (B)(6) 2020, the patient tried all 3 groups given to him and he had this discomfort with all 3 groups. There were no reported falls or trauma. The patient was getting CT myelogram on jan 18 to check the cervical area for any changes in underlying condition.  All other impedances normal range today, in 1000-1200 ohms range and caller also mentioned 600-900's, except for #2 which was still out of range.